Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a conector tego¿ where the customer reported that the silicone coating generally moved during the second use, causing flow problems that required the connector¿s replacement. The event occurred during patient use, but there was no harm or delay in therapy as a result of the event.

Manufacturer narrative:
Investigation summary: received one (1) used lat-d1000 tego for inspection. Seal tearing was observed on the tego. The reported complaint can be confirmed. The probable cause of the silicone seal moving is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.